Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo shows that the glass tube is broken. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® blood alcohol determinations tube, there was a small crack in one of the vials and as it sat on the table, the entire bottom of the vial broke off and blood was all over the inside of the poly bag. No adverse impact was reported regarding the patient or user.